Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305180 batch # 4270196. It was reported by customer that a white residue was found on a blunt fill needle verbatim: rcc received a complaint via phone. Pir attached. Productcomplaint - customer called to report that a white residue was found on a blunt fill needle bd 305180 lot 4270196, when the cap was removed. Sample was discarded, no pt harm. Picture sample is available.

Manufacturer narrative:
(B)(4) follow up. It was reported a white residue was found on a blunt fill needle. Our quality team has completed a device history record review for material number 305180 and lot number 4270196. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.